Event description:
It is alleged that patient received a cook celect filter. Patient is alleging perforation pf ivc. Hospital and medical records have not been provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer (person) not provided, information provided by mcsweeney langevin llc occupation: non-healthcare professional. Investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: bleeding, tilt. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported bleeding is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right upper greater saphenous vein due to pulmonary embolism (pe). Patient is alleging vena cava perforation, tilt, and bleeding. Patient further alleges "anterior tilt 10.76 degrees, left-sided tilt 10.07 degrees. Caval perforation. 9 o'clock 5.10 mm. 8 o'clock 5.80 mm. 10 o'clock 4.40 mm. 7 o'clock 10.80 mm extending to the l3 prevertebral soft tissues. 5 o'clock 9.30 mm extending to the l3 vertebral body." Per computed tomography report, "caval perforation: yes. 9 o'clock 5.10 mm grade 2. 8 o'clock 5.80 mm grade 2. 10 o'clock 4.40 mm grade 2. 7 o'clock 10.80 mm grade 3 extending to the l3 prevertebral soft tissues. 5 o'clock 9.30 mm grade 4 extending to the l3 vertebral body." "Tilt: yes. Anterior tilt measuring 10.76 degrees. Left-sided tilt measuring 10.07 degrees. Migration: no".